Event description:
It was reported that customer experienced damage to tandem charging cable, and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer was advised that tandem technical support would replace damaged charging supplies and, if pump battery depleted before new supplies arrived, customer would rely on insulin pens as backup therapy.